Event description:
The device was used to check the customer's blood glucose. A result of 416 mg/dl was obtained at 6pm. Patient was given 10cc of insulin. At 11:30pm they could not be awaken and they were bleeding from their mouth. Family member checked patient's glucose and the result was 85 mg/dl. Emergency medical technician were called. The paramedics checked patient's glucose and the level was 20 mg/dl. Patient was treated with a glucose IV and taken to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.